Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, the physician was unable to implant the left bundle branch pacing (lbbp) lead. Multiple screw in attempts were made but were unsuccessful. The lbbp lead was not used and replaced on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
The reported event was unable to implant. A complete lead was returned in one piece. Visual and x-ray examinations of the lead found no anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.